Event description:
Information received by medtronic indicated that the customer had a low blood glucose along with replace battery alert and pump error 23 alarm. Customer is reporting a past event. Blood glucose value at the time of event was unknown. No further patient complications were reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.